Manufacturer narrative:
Device received with no buttons response on the down and select button due to corroded keypad traces. Unable to perform displacement test and self test due to unresponsive keypad. Device received with stained keypad overlay buttons, pillowing keypad overlay, scratched/peeling keypad overlay texture, missing display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads, peeling keypad overlay cover and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated insulin pump had stuck button alarm. Customer stated they were about to calibrate when the stuck button alarm occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.